Event description:
Pt switched from accu chek aviva to accu chek guide me meter and is having trouble manipulating the smaller test strips and taking them out of the container / inserting into meter due to extensive tremor. FDA safety report ID# (B)(4).